Event description:
It was reported that the patient was in the hospital ¿a couple week ago.¿ the reporter thought this was due to a mini stroke. The patient would be going to physical and speech therapy. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).